Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup was reported by pt's counsel that the pt received an implant in 2006 and that he was revised in 2010 due to unk reasons. No specific implant or revision info has been received. For data entry the first day of the first month of the reported years will be entered.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. The cause of the revision was not reported, but from the info provided, original implantation date suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced above. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer reference number of this file is (B)(4).